Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator(ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was implanted on (B)(6) 2018 and reports feeling "shock, zap, tingling, stinging" in their hip/thigh area on their right side by their implant area; they want to know if this is normal. They further said it is intermittent and noticed it more when they were sitting down. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No troubleshooting occurred during the call because there was no allegation against the therapy; they wanted to know if it was normal to feel intermittent shock and the tingling sensation. No further patient complications have been reported as a result of this event.